Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer may have experienced a blood glucose of 30 mg/dl. She was also experiencing issues with her sensor adhering to her body. Customer may have been having issues with the sensor readings being off from her blood glucose, as she stated she had emergencies and the sensor was giving readings in the 150 mg/dl to 212 mg/dl range. Threshold suspend settings were changed in the insulin pump. Adhesion improvement recommendations were given. Nothing further reported.